Event description:
On (B)(6) 2012, the reporter for the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter displayed an "apply sample" message even after applying the test sample. The reporter for the patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The reporter did not have the subject meter and testing supplies available. No replacement products sent at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter for the patient claimed that the meter displayed an "apply sample" message even after applying the test sample. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter for the patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.